Manufacturer narrative:
Device history records for the part-lot combination of the head was reviewed. No deviations or anomalies were noted in the manufacturing process. The reported device is used for treatment. Compatibility could not be assessed as part and lot information of the stem, shell used in the construct are unknown. Review of the complaint history indicated no prior complaints for the part-lot combinations associated with the reported head. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately three years post-implantation due to elevated ion levels, adverse tissue reaction and pain. Operative notes report indicated implant corrosion. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to slightly elevated cobalt levels. An MRI also revealed a pseudo tumor and fluid in the joint.

Manufacturer narrative:
Device was returned, but was quarantined so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item number: 00408801206, item name: femoral stem, lot number: 62003662, item number: 00875100932, item name: hxpe neutral liner, lot number: 62453235, item number: 00875705001, item name: shell with cluster holes porous 50 mm o.d. Size hh, lot number: 62446069, item number: 00625006530, item name: bone screw self-tapping 6.5 mm dia. 30 mm length, lot number: 62437505. Reported event was confirmed by review of operative notes. Review of x-rays taken on an unknown date revealed lucencies along the acetabular component, screws and femoral component that may relate to osteolysis. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.